Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that the threaded tip broke off. The visual also reveals gouges throughout the device. The device shows signs of significant wear and use. The clinical/medical investigation concluded that, as of the date of this investigation, there were no responses to the documentation/information requests; therefore, there were no clinical factors found that contributed to the reported event. The externally communicating device is neither manufactured nor intended for implantation; therefore, no long-term exposure with skin or tissue (implantation) data is available. The threads broke off even with the top of the stem. The surgeon was unconcerned about the incident and said that the threads would stay threaded inside of the stem. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that this event was previously identified. It has been concluded that the occurrence of the described breakages are occurring at an acceptable level; therefore no more actions were initiated. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during a hip stem revision, the anthology inserter poster hard tip broke while detaching from the stem. The threads broke off and were irretrievable because they broke even with the top of the stem. Surgeon was unconcerned about the incident and said that the threads would stay threaded inside of the stem. Procedure was performed, without any delay, with the same device. No further complications were reported.